Event description:
Pt presented to the ER due to repeated inappropriate therapies. The ICD displayed hardware reset mode upon interrogation. Technical services stated that the device was no longer programmable and was acting as a vvi pacemaker. Noise was observed. Atrial and ventricular lead fractures were reported. The physician was unable to remove the ventricular lead therefore; the lead was cut and partially removed. The svc lead was capped. The pt remained in the hosp and on telemetry unit a new system was implanted.